Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery/insulin flow blocked alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 414 mg/dl at time of incident and current blood glucose was 414 mg/dl and other blood glucose level was 251, 160 mg/dl. Customer treated with insulin pump. Troubleshooting was performed for high blood glucose level. The product will not be returned for analysis.